Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed active current measurement. The pump failed to load new reservoir due to pump error 39 thus failing prime/seating test. Unable to perform the displacement test, rewind, basic occlusion test, force sensor test, and occlusion test due to pump error 39. Pump failed sleep current measurement due to high current reading, problem isolated to moisture damage on the j6 and j7 power connectors. Pump failed self test due to pump error 75. Pump error 75 due to moisture damage on the j6. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remained at 0v for an extended period of time. Verified the pump alarmed pump error 25 while monitoring the pump on 04/07/2023 at time 18:00:00.000. Pump error 25 was triggered by the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remaining at 0v for more than four consecutive hours. Problem isolated to moisture damage on the electronic assembly. Verified the pump alarmed pump error 39 during testing on 04/10/2023 at time 06:16:35.000 due to moisture damage on the motor. Verified the pump alarmed pump error 75 during testing on 04/10/2023 at time 09:28:20.000 due to moisture damage on the electronic assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Corroded battery tube was also noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump errors 39, 75, and 25 observed during testing. Pump error 39 confirmed due to moisture damage on the motor. Pump error 75 confirmed due to moisture damage on the electronic assembly. Pump error 25 confirmed due to moisture damage on the j6 and j7 power connectors. Unexpected battery power loss confirmed due to high sleep current reading, problem isolated to moisture damage on the j6 and j7 power connectors. Cosmetic damage confirmed on the pump. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated a crack on the pump. Troubleshooting was performed and the location of damage was on the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump was returned for analysis.